Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant products were used during this study: carto mapping system. (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that one (B)(6) female patient (case 8) underwent radiofrequency catheter ablation for chronic atrial fibrillation as well as atrial flutter and suffered intracranial haemorrhage 18 hour post procedure which required decompressive craniectomy. Ablation locations were bilateral pulmonary veins, mitral isthmus and left atrial septum. The symptom of the event was a coma. Lesion location was the left frontal lobe, parietal lobe, and temporal lobe. The patient had a medical history of ischaemic stroke, rheumatic heart disease, and mechanical mitral valves. Warfarin was used for pre-procedural anticoagulation and minimal act during procedures was 280s. Rhythm at the onset of procedure was atrial flutter and rhythm of adverse event onset was atrial flutter. The author commented that the likelihood of bwi devices cited in the article related to the reported patient consequences was very low; the adverse events were mainly related to perioperative anticoagulation; the causality of adverse event was possible procedure related and patient condition related. Based on the facts of the case and the author's assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: "incidence and outcomes of cerebrovascular events complicating catheter ablation for atrial fibrillation." The purpose of this study was to evaluate the incidence, possible risk factors, management, and hospital outcomes of cerebrovascular events following catheter ablation of atrial fibrillation. All patients who underwent an af ablation procedure from july 2007 to july 2014 were included in this study. Other 8 serious adverse events were reported in this article and are reported to FDA separately.